Event description:
It was reported that the customer experienced malfunction alarms with the pump and issues with the cannula, including pain upon insertion and bleeding upon removal. There was no adverse impact on the customer's blood glucose level, as it did not exceed the threshold of 500 mg/dl. Technical support assisted the customer with resetting the pump, resolving the malfunction, and advised on improving the insertion technique and trying different insertion sites and cannula models. The customer was sent a full box of recommended supplies and provided with instructions via email, expressing appreciation for the support and agreeing to the plan.